Manufacturer narrative:
Visual inspection under magnification shows minimal screen and electrode wear with the left upper electrode ball detached. There is discoloration present around the spacer and cap which is an indication of wand activation. Further visual inspection with an unaided eye on the remaining components of the wand found no manufacturing abnormalities observed. The wand was connected to a compatible dyonics controller and registered an e-5 error. The error was by-passed using a fixture box and the wand was activated in saline solution at the default and max settings on the controller and despite one (1) detached electrode, plasma was still created and performed as intended. The suction line was tested and performed as designed. Based on physical evidence the root cause of the customer¿s complaint indicates dissociation due mechanical force. After the evaluation the root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder repair the bead on the face of the wand fell off and into the patient. The bead was not removed and was left in the patient. A backup device was available to complete the case. There were no reported patient injuries. No other complications were noted.